Manufacturer narrative:
Occupation: non-healthcare professional (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
During the investigation of the returned intra-aortic balloon (iab) involved under mfg report number 2248146-2022-00130, an kink (tubing & inner lumen) was found that was unrelated to the reported leak, blood in tubing failure mode. There was no patient involvement.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter and between the catheter and the returned non-maquet sheath. The sheath was covering the rear portion of the membrane. The pressure tubing was also returned. A catheter tubing/inner lumen kink was observed near the y-fitting at approximately 71.1cm from the iab tip. The evaluation confirms the presence of a kink as an as analyzed failure. However, we are unable to conclusively determine when this kink may have occurred. Therefore, the root cause for the kink is impossible to define. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Complaint record ID # (B)(4).

Event description:
During the investigation of the returned intra-aortic balloon (iab) involved under mfg report number 2248146-2022-00130, a kink (tubing & inner lumen) was found that was unrelated to the reported leak, blood in tubing failure mode. There was no patient involvement.